Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber used had "decrease in fiber vaporization efficiency and fiber damaged at tip" @ 150,631 joules and 33:20 minutes of use. A second fiber was used and that fiber "was not recognized due to equipment error #652". No further information provided. Patient outcome: "no patient injury reported". This report is for the first fiber used.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the bevel section appears in good condition; the glass cap exhibits moderate charred detritus. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.